Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. User error.

Event description:
The customer reported issues with a partial treatment recorded incorrectly in mosaiq. Based upon the available information the issue could potentially have resulted in a mistreatment to the patient.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Changes to mosaiq now recognize if an accessory was characterized with certain keys that the machine did not require. Meaning you could have put pony in for a key value but it did not matter because the machine does not read that key value. More recent versions of mosaiq now look to that value for more accurate recording. This was not considered to be a safety issue as it was post treatment. Corrective actions have been taken by helping the site to adjust their accessory characterization. Based on the available information there have been no actual mistreatment.